Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 4 false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer is reporting 4 anaerobic 442021 bottles that are false positive - lot #1349409."

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 4 false positive results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer is reporting 4 anaerobic 442021 bottles that are false positive - lot #1349409."